Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms and after a couple of hours additional occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 139-350mg/dl. Correction boluses were delivered via the pump and manual injections were administered to address the elevated bg levels. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Later on the day, the customer reported an additional occlusion alarm occurred. Reportedly, the occlusion alarms started to occur once the customer's pump case broke and the customer started to wear the pump against their skin. Tandem technical support shipped the customer a case for the pump.